Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue was identified. The philips field service engineer (fse) inspected the system onsite and confirmed that system was not powering on. On further inspection, the fse found that the host pc was not starting due to power supply failure. Fse ordered and replaced the defective host pc and reloaded the software. Post replacement, the system was returned to use in good working order.

Event description:
It has been reported to philips that the allura system was not powering on. There was no report of harm. Philips has started an investigation of this complaint.